Event description:
Information received with return of the device does not address the patient's clinical status but notes that when the leads were connected to the pulse generator, the device exhibited no output.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received